Event description:
Not booting. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of this investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips service engineer (fse) inspected the system onsite and confirmed that the system was not booting. The hard disk was reset, however intermittent blue screens were appearing. A defective host pc hard disk was suspected. After replacement of the host pc hard disk and reloading the backup software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.